Event description:
Boston scientific received information that this left ventrical lead had dislodged which caused loss of capture. This lead was capped during the revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.